Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same as MDR ID# 2134265-2017-13284. It was reported that stent inadequate apposition occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. After imaging, direct stenting was performed and synergy 2.75x38 was placed. Imaging was performed again after dilatation was done for three times. However, the proximal to mid part of the stent was not fully dilated via angiography and intravascular ultrasound (ivus) image, causing the opticross¿ imaging catheter became stuck near the stent distal when the opticross¿ imaging catheter was pulled out after imaging check inside the vessel. An unknown guide wire was inserted along with the opticross¿ imaging catheter and the stuck issue disappeared. After dilatation was performed inside the stent using a non-bsc balloon catheter, dilation was checked under angiography and the procedure was completed. No patient complications were reported and patient's status is no problem.